Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager issue. The customer stated that rm keeps failing, able to be recovered but then fails again causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a remote manager issue. The field service engineer reattached remote manager box, checked hsap, bus cable, latch, harness and interface board. The system functioned as intended after the field service engineer troubleshooted the device.